Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that a 3define scan and draw spine were completed. Ap and obl trajectories were sent and fluoro images were acquired. Segmentation was achieved after three tries with green values at all levels. The planned trajectories were adjusted priorto executing. All trajectories were sent and drilled, and k-wires were placed. Confirmation shots were taken, but showed that all trajectories on the left side were medial. The plan for the left side was adjusted and the trajectories were resent. The new holes were more lateral, but the surgeon wanted them even more lateral. The plan was adjusted again, and the trajectories were sent and drilled. It seemed that the k-wires found the previous hole, so the surgeon decided to proceed with the procedure. All the screws were placed and stimulated with good values. The surgeon noticed that the left s1 screw was still slightly medial, so they adjusted it freehand. There was no patient harm and the procedure was not delayed over an hour.

Manufacturer narrative:
H3: analysis of the clinical export data and log files was completed and the complaint was confirmed. A review of the planning for the executed trajectories found s1 left was planned with medial skiving potential. Confirmation images were provided and showed l5 left and s1 left to be medial, while s1 was outside the pedicle and l5 left was still inside the pedicle. Analysis concluded the suspected cause of the deviation of the left-side trajectories was medial skiving of the tools. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.